Manufacturer narrative:
(B)(4).

Event description:
It was reported that "some" patients (number unknown) had reported that their neurostimulators had "turned off" during long trips in their hybrid cars. Additional information was requested.